Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in a moderately tortuous and severely calcified coronary artery. A 2.00mm x 15mm emerge balloon catheter was advanced for pre-dilation, but advancing difficulties were encountered. Eventually, the device was able to cross the lesion and the balloon was inflated. However, during the fifth inflation at a low pressure of 5 atmospheres, the balloon ruptured. The device was completely removed from the patient. The procedure was completed using a 2x2.0 non-bsc balloon catheter. No patient complications were reported and the patient's status was good.